Manufacturer narrative:
The vessel sealer instrument has not been returned to intuitive surgical inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer instrument seal. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the vessel sealer instrument did not cut or seal and no action or message was observed. There was no report of patient harm, adverse outcome or injury.